Event description:
The device was applied however there was only partial stapler advancement. The pulmonary artery then evulsed and the patient lost 1500 cc's of blood in 1 minute 45 seconds. The surgeon sutured to repair and the patient status is reported as "fine."